Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements when pressed geo module button. Upon troubleshooting, the fse found that the stand and table were losing power, restart was attempted but the issue persisted. Considering, the fse stated that the dcps in the r cabinet was defective. The supplier's part analysis results of dcps unit showed power supply defect. To resolve the issue, the fse replaced dc power supply in the r cabinet and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.